Manufacturer narrative:
(B)(4). Batch # n90v2j. Additional batch information: n90r4p manufacturing date: 03/17/2016 product exp. Date: 02/17/2021. The batch history record was reviewed and an ncr was found during the manufacturing of this batch but was not related to the event description. In addition no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The el5ml device was not received for analysis. Only 1 malformed clip was received inside a plasctic bag. We were unable to analyze the sample utilized in the reported event as the el5ml instrument was not returned to us. Only 1 malformed clip received. No conclusion could be reached as to what may have caused the found clip condition nor the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not loading evenly or deploying properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.